Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, it was indicated that the contact had the pump plugged into charger while loading the cartridge putting the pump into storage mode. The notification was able to be cleared. In addition, while troubleshooting the contact received a minimum fill notification. The contact was able to complete the load process. There was no impact to the customer's blood glucose level.